Event description:
Consumer states she was riding the scooter down the sidewalk and hit a crack in the sidewalk. The scooter fell over, causing the consumer to break her right leg and she was taken to the hospital. The end user has also reported that the device is not charging. No further information has been received, however, any updates will be sent in a supplemental report.